Event description:
I had the essure implanted in my tubes. I noticed something wasn't right. I gave them time to heal. I have had lower back pain. Heavy periods, mood swings. I was also having left lower abdomen pain and it was shooting down my left leg. I have been in pain the whole time I had them in.